Event description:
It was reported that the device would intermittently not power on due to failure of the switch keypad assembly.

Manufacturer narrative:
Physio-control has recommended repair, but customer had refused to repair as long as reported condition was intermittent. Root cause for the intermittent keypad cannot be determined.